Event description:
It was alleged that the pump changed rate when utilizing two channels with two different medications. The lipid was found to be set at 83ml/hr and not 10ml/hr, and the hyperol was found to be set at 10ml/hr not 83ml/hr. The pump was reprogrammed and the infusion continued. On 11/4/1998 it was alleged that one channel of the pump changed rate from 10ml/hr to 83ml/hr.